Event description:
The customer reported a drop damage - broken cast hooking lug on the mounting arm. It is unknown if the device was in use monitoring a patient at the time of the event. No adverse event involving patient or user was reported.

Event description:
The customer reported a drop damage - broken cast hooking lug on the mounting arm. It is unknown if the device was in use monitoring a patient at the time of the event. No adverse event involving patient or user was reported.